Event description:
It was reported that on (B)(6) 2021, the patient presented with monckeberg sclerosis in the aorta with runoff in peripheral vessels and heavy calcification. That day, a percutaneous intervention was performed on the right popliteal and right superficial femoral artery (sfa) containing this heavy/jagged calcification. Using a 6 french sheath, an ht command guide wire advanced through the acute/steep iliac bifurcation without issues. Following, an armada 18 and an armada 35 balloon dilatation catheter had advanced without issues. Upon first inflation attempt, both balloons had ruptured below rated burst pressure due to the heavy, jagged calcification. The catheters were removed without issue and another device was used in replacement. The first supera stent was successfully implanted. Following, a second supera stent delivery advanced with difficulty/resistance noted with the command wire, once at the steep bifurcation. The supera had then become stuck on the wire and was unable to advance or be removed. Both were removed as a single unit (the wire and supera sds). Another device was used in replacement, completing the procedure, without further issues noted. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ht command guide wire and armada dilatation catheters are being filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. It was noted that the shaft of the device was pinched. Additionally, the guide wire used in the procedure was returned and was noted to be kinked and bent in multiple locations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement the noted condition of the returned guide wire (kinked and bent in multiple locations on its entire length) resulted in the reported difficult to advance and difficult to remove. Manipulation of the device resulted in the noted pinched shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.